Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a colonoscopy there was oversensing of noise from the electrocautery which led to pacing inhibition and asystole where the patient flatlined. It was noted that the physician was using a magnet. Boston scientific technical services (ts) was contacted and discussed programming to avoid this interaction in the future. The device was checked post procedure with no issues found and no adverse patient effects reported.